Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The trans-septal crossing was performed with a non-bsc needle and the physician injected dye. They were having trouble imaging it on the echocardiogram. It was noted that the dye went immediately into the pericardial space. A small pericardial effusion occurred which was watched for about 10-15 minutes. The effusion did not grow; it was very small. The physician made the decision to proceed with the case. Another trans-septal crossing was performed using the same non-bsc system. That trans-septal crossing was successful. The patient was heparinized with 3000 units. Two activated clotting times were recorded for the patient; 325 and then 354. The watchman access system was put in and an unknown pigtail catheter was into the laa. It was noted by the echocardiogram that a thrombus appeared on the right side of the heart. The access system was retracted and at that time, the echo physician felt there was thrombus on the left side of the heart, so the access system was completely removed. They aspirated a small amount of thrombus and the procedure was aborted. They could no longer identify the thrombus on the right or left side. The patient had a computed tomography scan which showed the patient to be hemodynamically stable and no evidence of a cerebrovascular accident. It was further reported that the pigtail was not a bsc device. The thrombus appeared to be completely resolved, as it was not noted in the right or left atrium. The patient was immediately taken for a perfusion CT of the brain. No thromboembolic event was noted. The patient was neurologically intact and fine. The patient was discharged the next day and they are possibly looking to reschedule the patient for another laac procedure next month.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The trans-septal crossing was performed with a non-bsc needle and the physician injected dye. They were having trouble imaging it on the echocardiogram. It was noted that the dye went immediately into the pericardial space. A small pericardial effusion occurred which was watched for about 10-15 minutes. The effusion did not grow; it was very small. The physician made the decision to proceed with the case. Another trans-septal crossing was performed using the same non-bsc system. That trans-septal crossing was successful. The patient was heparinized with 3000 units. Two activated clotting times were recorded for the patient; 325 and then 354. The watchman access system was put in and an unknown pigtail catheter was into the laa. It was noted by the echocardiogram that a thrombus appeared on the right side of the heart. The access system was retracted and at that time, the echo physician felt there was thrombus on the left side of the heart, so the access system was completely removed. They aspirated a small amount of thrombus and the procedure was aborted. They could no longer identify the thrombus on the right or left side. The patient had a computed tomography scan which showed the patient to be hemodynamically stable and no evidence of a cerebrovascular accident.